Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, post procedure, while cleaning the olympus 180 endoscope using a cleaning brush, a large piece of the foam sponge from the rx locking device & biopsy cap used during the procedure was found within the working channel of the scope. It was unknown at what point during the ercp procedure the piece of sponge was expelled from the biopsy cap. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.